Event description:
It was reported that an occlusion alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor displayed "high"; however, a specific value was not provided. A correction bolus was delivered and a supply change was performed to treat the bg. The customer performed a supply change to clear the alarm and resumed insulin therapy successfully. Reportedly, the cartridge was in use for over 72 hours.